Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving dilaudid 5.0 mg/ml; 4.1549 mg/day, compounded baclofen 300.0 mcg/ml; 249.29 mcg/day and bupivacaine 10.0 mg/ml; 8.310 mg/day via an implantable pump. Indication for use was non-malignant pain and lumbar radiculopathy. Programming date from most recent refill prior to event: (B)(6) /2016. On (B)(6) 2016 examination revealed a lumbar site seroma secondary to a broken catheter connection. Intervention was 13 ml of serosanguinous fluid was aspirated from the seroma on (B)(6) 2016. The plan was to monitor for now. The outcome was ongoing. The etiology was related to the device or therapy and not related to the implant procedure.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.